Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate fluctuated and was noted to be inaccurate multiple times. The customer reported a blood glucose (bg) level of 84 (mg/dl). Cookies and milk were consumed to address bg levels. During troubleshooting with tandem technical support, it was noted that the air removal step was not performed and that cold insulin was used to fill the cartridge. A review of the pump history indicated the pump insulin gauge was functioning as expected. Recommendation was made to consult with a health care provider to discuss diabetes management.